Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident has been returned to belmont for investigation; evaluation of the unit is in process. It was reported by the hospital biomed that the ri-2 was used during a case, and a "high pressure" alarm was received. The patient involved has deceased. Follow up with the user facility revealed that the patient was being treated for a critical gun shot wound. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of a "high pressure" alarm, the system stops pumping and heating, as designed, and displays the following alarm messages: "high pressure detected check patient line for blockage" and "high pressure detected check recirc line for blockage." Without results of the device investigation, and without additional clinical information about patient status at the time of the reported alarm, no conclusions can be drawn. A follow-up report will be submitted upon completion of the investigation..

Event description:
The hospital biomed relayed a report from the users that the rapid infuser, ri-2 was not infusing and exhibited a "high pressure" alarm during a case. It was reported that the patient involved has deceased.